Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the left ventricular lead into the pulse generator header. The lead was successfully inserted into the header with the use of silicone oil. The lead remained implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).